Event description:
It was reported that caller reported the rtm cord has been lost. Pt rep (granddaughter) called back stating that they received the recharger but it seems to be wrong. Caller stated that the base says boston scientific and it doesn't seem compatible. Agent reviewed boston scientific is medtronic competitor. Caller stated they just recalled the mdt device was replaced with a different company. Agent sent email to repair to send fed ex label to return the incompatible recharger. Agent asked caller why the device was replaced and caller stated they "don't think it was working."

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.